Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate antitachycardia and shock therapies for an atrial fibrillation with rapid ventricular response. The cause of the inappropriate therapies was due to the atrioventricular interval delta incorrectly classifying the rhythm as ventricular tachycardia. The atrioventricular interval delta was turned off and the issue has been resolved. The patient is in good condition.